Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined he needle bearing, reciprocation arm, shaft bearings, sleeve bearings, and ball plunger were damaged, worn, or did not pass visual inspection. The swivel was loose and the motor speed was low. The bearings, motor, reciprocation arm, swivel and ball plunger were replaced and resolved the reported issue. Device is used for treatment. The root cause of the reported issue is attributed to the user using an automated washer. The event is confirmed.

Event description:
It was reported that the dermatome has had water inside it and was likely auto washed by mistake along with hose. Water is now dripping out of the end. During the investigation, it was discovered that the motor speed was low. There is no additional information. There was no adverse event reported as a result of this malfunction.